Event description:
Patient was being treated with combination electrotherapy and heat therapy for tight back muscles. The clinician prescribed the premod waveform for the electrotherapy and towel wrapped hot packs for the heat therapy. The premod waveform was applied using the 2" diameter electrodes, brand unknown. The electrodes had been used >5 times. The settings of the premod waveform was to have the intensity adjusted to muscle contraction. The delivery frequency of the premod waveform was left in the equipment default. The hot packs were heated to 130-140 degrees. The hot packs were wrapped multiple toweling, typically 2 or more towels. With the packs wrapped, the packs were then applied directly over in contact with the applied electrodes. The prescribed treatment time was 15 minutes. Upon completion of the treatment, the clinician removed the hot packs and electrodes. Upon removal of one of the electrodes, the clinician noted a 1/2" diameter, 2nd degree burn. The patient is expected to make a full recovery.

Manufacturer narrative:
Awaiting return and evaluation of the device.